Event description:
The rptr stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye on (B)(6) 2008. Pt's vision blurred. Icl was removed and exchange on (B)(6) 2011 for a longer lens. Pt's last visit on (B)(6) 2011, vision was 20/20. Lens was discarded.

Manufacturer narrative:
(B)(4): eval codes: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).